Event description:
A talent abdominal stent graft system was implanted emergently in a patient for the endovascular treatment of a pre-operatively ruptured aneurysm. The procedure was successful and the patient was fine; however, 6 weeks later it ws reported that one of the iliac arteries was clotted off. This required a thrombectomy procedure to be performed on utilizing a fogarty catheter followed by stenting of the kinked area. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (graft occlusion), conclusion: (pre-operatively ruptured aneurysm).